Event description:
It was initially reported by arjohuntleigh representative; "when the nurse was drying off the patient, who was seated in the alenti, the patient felt an itch at his knee and wanted to scratch his knee and upon moving, the lift tilted. The nurse was able to prevent the lift to be tilted completely, but by doing so, she bruised her ribs." Reference MFR report # 9611530-2013-00129.